Event description:
A surgeon reported that following an intraocular lens (iol) implant surgery that "went great", the pt is experiencing monocular diplopia. The pt's visual acuity is 20/30. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. There was not enough info provided from the account for further investigation. Additional info was requested by fax, mail, and phone on (B)(4) 2013. A completed questionnaire has not been received. (B)(4).